Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in a female patient who had essure (batch no. C51058) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysteroscopy,bilateral salpingectomy,essure removal,lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometrial ablation and menorrhagia outcome was unknown. The reporter considered endometrial ablation, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical record received- new event pelvic pain replaced the previous event of medical device removal. Type of essure removal surgery updated. Reporter information and lot number were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.